Event description:
A manufacturing representative reported that the patient's right battery was depleting annually, with relatively normal settings and high impedance. Follow up from the manufacturing representative (rep), on 2016-jul-18, noted the healthcare provider (hcp) was requesting to implant a pc battery to see if that would last longer. It was also noted that it was reviewed with the rep that it may be an extension issue, but the hcp did not want to "do that" due to the patient being elderly there were no patient symptoms reported. The implantable neurostimulator was indicated for parkinson's dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.